Event description:
When opening implants for tka it was noticed that the inner sterile packaging of a primary baseplate was compromised. This implant was not implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a compromised packaging involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device confirmed the reported event and indicated that the outer tyvek lid had a melted texture change in the shape of the top of the inner blister. The inner tyvek lid was stuck to the top foam with some foam that had pulled away still attached to the lid. Medical records received and evaluation: no medical records were received for evaluation. Device history review indicated that the devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no similar reported events for the reported lot number. Conclusions: the investigation concluded that the packaging was not compromised as reported. Visual inspection of the returned device, however, did confirm that the inner tyvek lid was stuck to the top foam with some foam that had pulled away still attached to the lid. The root cause of the blister package lids sticking was presumed to be a known packaging issue. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
When opening implants for tka it was noticed that the inner sterile packaging of a primary baseplate was compromised. This implant was not implanted.

Manufacturer narrative:
Corrected investigation results based on additional information. An event regarding a compromised packaging involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device confirmed the reported event and indicated that the outer tyvek lid had a melted texture change in the shape of the top of the inner blister. The inner tyvek lid was stuck to the top foam with some foam that had pulled away still attached to the lid. Medical records received and evaluation: no medical records were received for evaluation. Device history review indicated that the devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no similar reported events for the reported lot number. Conclusions: the investigation concluded that the packaging was not compromised as reported. Visual inspection of the returned device, however, did confirm that the inner tyvek lid was stuck to the top foam with some foam that had pulled away still attached to the lid. The root cause of the blister package lids sticking was presumed to be a known packaging issue. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
When opening implants for tka it was noticed that the inner sterile packaging of a primary baseplate was compromised. This implant was not implanted.